Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a cystoscopy with the device, an endoscopic image was flickering on the monitor. The user completed the procedure by using the device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause was unknown; however, there was possibility that the contact failure between the device and the endoscope temporarily occurred because water drops and dust etc. Attached on the electrical contact of the video connector socket of the device.